Event description:
It was reported that patients' left knee was revised due to infection. Surgeon did a washout and poly swap.

Manufacturer narrative:
The following devices were also listed in this report: tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# m9m8h. Tri ts baseplate size 7; cat# 5521-b-700; lot# moob. Triathlon symmetric x3 patella; cat# 5550-g-360; lot# 54m7. Small howmedica bone plug 1pk; cat# 6215-5-001; lot# cppph00bf. Med howmedica bone plug 1pk; cat# 6215-5-011; lot# cppph07ba. Tri cemented stem 12mmx100mm; cat# 5560-s-212; lot# m9t31k. Tri ts femur sz6 left; cat# 5512-f-601; lot# iidl. Triathlon femoral distal augment 10mm - size 6 left; cat# 5541-a-601; lot# jfvb. Triathlon femoral distal augment 10mm - size 6 left; cat# 5541-a-601; lot# jeuk. Tri post augment sz6 5mm; cat# 5543-a-600; lot# huek. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mcv021. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# miv076. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
Reported event: an event regarding revision due to infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional and functional inspections were not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patients' left knee was revised due to infection. Surgeon did a washout and poly swap.